Event description:
The customer reported obtaining an erroneously low hemoglobin (hgb) result for one (1) patient involving the unicel dxh 800 cellular analysis system. The instrument did not generate any flags for the erroneous result. The customer stated that the level 1 hgb controls were failing and that the instrument was generating hgb blank shift error messages. The customer did not provide any patient data. The customer reran the sample on a different analyzer and the results obtained were considered correct. The erroneous result were not reported out of the lab. There was no effect or change to patient treatment as a result of this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2015. The fse found that the instrument was failing the level 1 hgb controls. The fse replaced the hgb chamber to resolve the issue. The repairs were verified per established procedures. (B)(4).